Manufacturer narrative:
Age at time of event: late 70s. (B)(4). Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-11922. It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure in the right leg. Priming was successfully completed. Power pulse was performed with tissue plasminogen activator. After 18 minutes, aspiration was initiated. However, after 3 seconds a saline error message displayed. A saline leak was noted to have occurred from under the pump. Another angiojet® zelantedvt¿ catheter was selected. The same issue happened. However, for the second catheter it would not event prime during preparation. The procedure was completed with a different device. There were no patient complications and the patient was fine.